Event description:
It was reported that the customer was hospitalized with an infection and pneumonia. The customer's blood glucose went up to 382mg/dl while staying in the hospital. The husband stated that she had lab test and CT scan, and it was unknown why she was unresponsive. The caller stated that the hospital staff feels this is due to the sepsis. It was stated that her blood glucose was treated with 6 units of insulin. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Assisted with performing the high pressure test and the test passed. Advised to remove the cannula and it was bent. The husband mentioned that the customer experienced lows in the past when she got sick and treated with food. He stated that sometimes she over counts carbs and gets too much insulin, which could be the reason for the lows. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.